Event description:
On (B)(6) 2010 approximately 7:15am, an experienced pt care tech attached a nipro luer adapter to a vaccutainer. Next, the pt care tech attached the luer lock and vaccutainer to the pt's arterial port of her catheter and proceeded to draw samples using lab tubes. After labs were successfully drawn, the pt care tech tried to remove the luer adapter and was unable to remove it. After twisting the luer adapter and vaccutainer, the luer adapter broke off inside the catheter. The pt was taken to a vascular access center, but had to be transferred to a hosp because the catheter had been in for so many years it could not be repaired at the outpatient clinic. Since replacement of the catheter, the pt has been dialyzed, but also readmitted to the hosp for other reasons not relating to the catheter.

Manufacturer narrative:
Visual, dimensional and mechanical testing performed on same lot of product. All results within specification.